Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with congenital lumbar spinal stenosis, multisegmental, disc protrusion, l3-4 on the left and epidural cicatrix from prior decompressive laminectomy and underwent the following procedures: decompressive laminectomy at l3, l4, l5 and s1 with bilateral foraminotomies at l3-4, l4-5 and l5-s1, lysis of epidural cicatrix, exploration of the l3-4 disc space and posterior lateral in situ fusion with in situ autograft and allograft, l3 through s1 with bmp soaked sponges in which rhbmp2/acs was used.